Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. A new kit was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. A new kit was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including a guide wire assembly, 2-l catheter , arrow raulerson syringe (ars), and introducer needle. Obvious signs of use were observed on the returned components. Visual examination revealed the guide wire contained multiple kinks/bends along the body. The distal j-bend appears misshapen but intact. Microscopic examination confirmed the kinks/bends in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 405mm, 417mm, and 464mm from the proximal tip. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.798 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through the returned catheter, ars, and introducer needle to functionally test the guide wire. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. Performed per IFU statement "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination revealed multiple kinks/bends along the guide wire body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.